Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's row board communication issue caused row e in main drawer 2.2 to not be detected on the pyxis bus. A field service engineer (fse) verified the failure in the application, powered down the device, inspected and reseated the row board and retractor band cable connections, and after restarting the system confirmed proper drawer functionality through hardware test application (hta) testing to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer 2.2 e pockets were failed and it was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.